Event description:
The patient underwent a vitrectomy when the constellation machine malfunctioned halfway through surgery. The air-fluid exchange mechanism was not working at all. The machines were switched out intraoperatively with no injury to the patient.